Event description:
It was reported that one unknown 3.5 mm cortical screw and one unknown 3.5 mm locking screw broke in a locking compression plate lcp of unknown length. A third unknown locking screw was also reported to have broken in a second plate identified as a 20-hole medial proximal tibia plate, part number 239.971. The patient was originally implanted with the 20-hole medial proximal tibia plate, part number 239.71, an unknown 3.5mm lcp and associated screws to treat a tibial fracture on an unknown date. The explant/revision surgeon did not implant these devices. During an office visit on an unknown date, the patient may have complained of pain, but this cannot be confirmed. During the office visit the three broken screws were observed in x-rays. The screws had broken in the tibial shaft. The 3.5 mm unknown cortical screw broke at its midshaft and the 3.5 mm locking screw and the third unknown locking screw appeared to have broken below the screw heads. The plates and screws were explanted on (B)(6) 2013 and the patient was revised with another unknown plate and associated hardware. The surgery was successfully completed. This complaint is alleged against the three broken screws, not the associated plates. This report is for one, unk - screw cortex. This report is 1 of 3 for (B)(4).

Manufacturer narrative:
This report if for one unknown, 3.5 mm cortical screw. The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided.